Event description:
It was noted in the operative report that a portion of an anchor was retained, secured, in the patient. The report stated during placement of the second anchor, the anchor cracked. The proximal half of the screw was retrieved; the distal half was not. The tendon repair was very secure; surgeon decision was made to leave the repair as it was. Procedure: right shoulder arthroscopy, repair of slap lesion, biceps tenodesis, and rotator cuff repair. No further patient information was provided at the time of this report or from follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned for evaluation, therefore, the event could not be verified and the cause of the event could not be determined. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include advancing the implant before the driver tip is in contact with the bottom of the pilot hole, preparing a pilot hole that is too small, or inserting the implant at an angle that is not co-axial to the pilot hole. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained, a follow up report will be submitted.